Manufacturer narrative:
Philips service provided bios setting guidance and replaced the hard disk spare part. Steps for further troubleshooting were provided to the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a flexvision error occurred, and os reload failed due to an unclear root cause on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.